Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. An attempt to obtain additional information was unsuccessful. This lead was surgically abandoned. No additional adverse patient effects were reported.